Manufacturer narrative:
The present case is one out of 9 incident reports in connection with 7 liv ignitions. Eval summary: root cause analysis summary - the cause of ignition with highest probability is ignition of hydrocarbons, lubricant and/or debris by adiabatic compression. Potential sources of hydrocarbons and lubricants; lubricant (fomblin) migration (lubricant from gce mfg of valve), leaching of contaminants (phthalates) from o-rings in valves (lubricant in solvent) and hydrocarbon oil, leaching of contaminants (phthalates) from fill connector at filling plant at (B)(4). Potential sources of debris - debris from mfg process of valve at gce, debris from filling plant at linde, debris from wear, valves in use. The design (filter and location of components in the high pressure side of the valve) of the gce liv valve 5 micron filter is likely to cause more sensitivity to adiabatic compression heating than the gce oxygen design.

Event description:
On (B)(6) 2010, a male nurse ((B)(6) years of age) delivered oxygen to a homecare pt with a chronic asthma attack, and when the cannula was placed, there was a flash that broke the tomagoma of the cylinder. The nurse got a first degree burn in six fingers and was out of work for 10 days. The nurse recovered from the burns.